Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced an adverse event. The patient stated on (B)(6) 2017, the dexcom receiver was not turning on and removed the sensor. It was indicated the patient had low blood glucose (bg) values and passed out. The patient¿s friend called the paramedics and when the paramedics arrived, it was reported that they tried to treat the patient but missed her vein and took her to the emergency room (ER). The patient was treated in the ER with glucagon and intravenous (IV) therapy of glucose. At the time of contact, the patient was doing fine. There was no allegation against the dexcom system as the patient was not wearing the sensor at the time of the event. No additional patient or event information is not available.

Manufacturer narrative:
(B)(4) describe event or problem - additional, device available for evaluation - additional, additional information/device evaluation, device evaluated by manufacturer - additional, event problem and evaluation codes - additional.

Event description:
The receiver was returned for evaluation. An exterior inspection was performed and no defects were found. The receiver was charged and booted. Functional testing was performed and the test passed. A review of the downloaded receiver log did not observe any issues. The receiver cause was opened for further evaluation. An internal inspection was performed and no defects were found. The reported receiver not turning on was not confirmed. The probable cause could not be determined.